Event description:
It was reported that during a tonsillectomy procedure using a procise xp wand, the wand would not function properly. After a 90 minute surgical delay, the procedure was completed using a competitive device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection under magnification shows minimal electrode wear. There are no manufacturing abnormalities visually observed with the returned wand. Functional testing was completed and device performed as intended. The customer's allegation that the wand did not function in surgery could not be verified, nor could a root cause be determined with confidence. Some potential factors which could have contributed to the reported event such as not using sufficient saline in order to facilitate the formation of plasma or a failure related to the customer's controller or accessories. The IFU contains instructions, warning and precautionary measures to adhere to during operation of the device such as: - for procise wands, set the roller clamp wide open and adjust it toward the closed position until flow is reduced to a visual "bead" of irrigant at the wand tip. Ensure there is not a stream of irrigant that shoots beyond the wand tip. - do not use non-conductive media (e.g. Sterile water, air, gas,glycine, etc). Use only conductive media (e.g. Saline, ringer's lactate, etc.) - ensure that the plasma wand tip (including the return electrode) is completely surrounded by conductive media during use. There are no indications that would suggest the wand did not meet product specifications upon release into distribution.